Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, the implantable cardioverter defibrillator (ICD) exhibited post sensed t-wave over-sensing (pstwos) during episodes of supraventricular tachycardia (svt). No intervention was performed. Patient condition was stable.